Event description:
Procedure: lavh reportedly, during the surgery, there was excessive subcutaneous co2 in the abdominal wall however, the trocar did not slip. The situation dissipated on its own without any intervention or further adverse affects to the pt.